Event description:
During a double opcab, the lima-lad and svg-left circumflex (lcx) with an aortic connector were performed. After deployment, the svg-lcx leaked. A suture was placed through the connector to establish hemostasis; however, persistent oozing was still noted. Fibrin glue was then applied to the svg anastomsis and hemostasis was achieved. Good distal run-off of both grafts was noted. Act target levels were >300 seconds and the heparin dose was generally 1 mg/kg (patient's weight is unknown). 12 hours postoperatively, the patient experienced st changes with ckmb elevation up to 300 I/u. On day 1, angiogram showed the svg-lcx was occluded from the proximal anastomosis and scattered thrombi were visualized down the length of the svg. Reoperation was performed on-pump and the graft was revised. The patient was discharged with no further complications.